Event description:
A caller reported a malfunction on a pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump and assisted in performing the reset. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if any issue recurred. The caller acknowledged and understood the instructions.